Event description:
Consumer had heating pad for less than one month and stated receiving a 3rd degree burn from the heating pad. He did not seek medical attention for his injury. The consumer fell asleep on the device which is contrary to proper use instruction.